Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received a battery test error. Customer reported to have received a button error alarm when changing battery. Customer's blood glucose was unknown. Customer also reported physical damage of insulin pump. Customer reported a crack on battery compartment. Customer does not know how damage occurred. Customer was advised that insulin pump would need to be replaced.